Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 error message code 171 (under power) was received. The laser was placed at 120 watts after 150,000 joules and the laser system went into stand by. The physician lowered the wattage to 100 watts and eventually to 80 watts. The customer was eventually able to clear the error and complete the procedure. No patient injury was reported.